Event description:
(B)(6) 2023 13:51:10 pst (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: completed mdt initial contact: (B)(6) taken by: (B)(6) text (B)(6) 2023 14:11:41 pinglc2 observation text (B)(6) 2022 08:22:00 (B)(6) pt is calling, he has an samsung a20 and he cannot connect the mm mobile app with the pump, its working now, we did this steps 1. Delete the mobile app. 2. Delete the pump from the bluetooth list. 3. Toggle bluetooth off. 4. Restart the mobile device. 5. Once back online, connect to a reliable wifi resource. 6. Open settings, turn bluetooth back on. 7. Redownload the minimed mobile app. 8. Start the pairing process, be sure to have the customer accept both prompts that appear to pair. Country: austria city: lassing zip: 8903 input date: (B)(6) 2022 warranty start: 00/00/0000 warranty end: 00/00/0000 (B)(6) 2023 04:09:55 pst (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: completed mdt initial contact: (B)(6) taken by: (B)(6) observation text (B)(6) 2023 11:53:27 pinglc2 #this record is being updated to restore the text that was erased from ice due to a technical fault,reference it ticket (B)(4) # country: (B)(6) : lassing zip: 8903 input date: (B)(6) 2022 warranty start: 00/00/0000 warranty end: 00/00/0000 (B)(6) 2023 16:15:41 pst (batch_ice) phone(B)(6) complaint: (B)(4) complaint status: completed mdt initial contact: (B)(6 )taken by: heijei1 observation text (B)(6) 2023 17:02:29 (B)(6) (B)(6) 2023 ih this record is part of the retrospective review and remediation per pr 625341. Based on the retrospective review, this r ecord has been updated to add the appropriate rfr codes. Inquired what led up to the complaint. Customer response: patient contact us to request assistance with respect to the transmitter device he uses, putting it on the sensor does not require startup. We tried using a procedure test that was positive and restarted the sensor in use but failed. Following then the ts of the transmitter that also on the sensor and off the base did not give life gtramite led we go aa asostituire the charging base held for more than a year. Transmitter does not blink when connected to sensor t/s per (B)(6) . System model number: 670g. Transmitter model: mmt-7811. Location of insertion was: shoulder. Explained possible causes for xmtr not blinking when connected to the sensor. Customer fully charged the xmtr before connecting to the sensor. Adv to place xmtr on charger and charge xmtr for 1 minute, this will reset xmtr. Adv to d/c xmtr from charger and watch for green led blink on xmtr. Customer states the xmtr led did not blink on and off when it was disconnected from the charger. Has customer had charger for greater than 1 year: yes. Requested customer use replacement charger to fully charge the xmtr to confirm it can hold a charge. Adv to fully charge the xmtr which may take up to 2 hours if the battery is fully depleted. Adv customer to call back to continue troubleshooting. Customer's outcome pertaining to the complaint: rpl charging base xtmr. Ship: 1x mmt-7715/return: nothing country: (B)(6) : lassing zip: 8903 input date: (B)(6) 2022 warranty start: 00/00/0000 warranty end: 00/00/0000 (B)(6) 2022 18:21:17 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(6) complaint status: in process mdt initial contact: (B)(6) taken by: (B)(6) pt is calling, he has an samsung a20 and he cannot connect the mm mobile app with the pump, its working now, we did this steps 1. Delete the mobile app. 2. Delete the pump from the bluetooth list. 3. Toggle bluetooth off. 4. Restart the mobile device. 5. Once back online, connect to a reliable wifi resource. 6. Open settings, turn bluetooth back on. 7. Redownload the minimed mobile app. 8. Start the pairing process, be sure to have the customer accept both prompts that appear to pair. Country: (B)(6) : lassing zip: 8903 input date: (B)(6) 2022 warranty start: 00/00/0000 warranty end: 00/00/0000.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.